Manufacturer narrative:
Name and address: postal code: (B)(6). Occupation: advanced biomedical technical officer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, pyeloscopy and laser lithotripsy procedure, the tip of a cook® single-use holmium laser fiber separated. The device was inserted into the laser unit and inspected prior to the start of the procedure, and no damage or breakage was observed. The fiber was advanced through the scope that was in an access sheath. During advancement, pressure was noted in the scope, and it was difficult to continue to advance the fiber. The fiber was advanced under pressure, and when it exited the end of the scope it was noted under vision that the laser tip was damaged and had almost been sheared off. The fiber was retracted through the scope, and it was discovered that approximately 5mm of the clear glass tip was missing. The laser had not yet been fired. A thorough visual examination was conducted with the scope, but the missing glass fiber tip could not be found. A thorough irrigation of the kidney, ureter and bladder was also conducted but the glass fiber tip was not found. The surgeon decided not to attempt to use another laser fiber to continue the case and the laser case was abandoned. A second ureteroscopy and pyeloscopy is likely to be performed in the future. It is unknown whether another procedure will be performed to attempt to locate the missing device tip. No additional patient consequences were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a ureteroscopy, pyeloscopy and laser lithotripsy procedure, the tip of a cook® single-use holmium laser fiber separated. During advancement into a scope, pressure was noted in the scope, and it was difficult to continue to advance the fiber. The fiber was advanced under pressure, and when it exited the end of the scope it was noted under vision that the laser tip was damaged and had almost been sheared off. The fiber was retracted through the scope, and it was discovered that approximately 5mm of the clear glass tip was missing. The laser had not yet been fired. A thorough visual examination was conducted with the scope and a thorough irrigation of the kidney, ureter and bladder was conducted, but the glass fiber tip was not found. The surgeon decided not to attempt to use another laser fiber to continue the case and the laser case was abandoned. No additional patient consequences were reported. Investigation - evaluation: reviews of the complaint history, device history record, documentation, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation, and no physical examinations were performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution that several different factors affect the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use, or storage. Poor lasing beam alignment or focus; discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Based on available evidence, cook has concluded that most probable cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU that may contribute to laser fiber breakage. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.